Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an 88-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including acquiring and capturing while pacing, general defib testing while bench handling, and a defib cycle without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found the unit was unable to capture due to poor connection between the patient, accessories, or the device. This does not indicate a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.